Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube (s))"), pelvic pain ("chronic pelvic pain/ pain (pelvis)") and teratoma ("tumor/teratoma/cancer") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's previously administered products included for birth control: ortho tricyclon. In july 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), teratoma (seriousness criterion medically significant), dyspareunia ("dyspareunia"), alopecia ("hair loss"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral ), oophorectomy (bilateral removal of ovaries)). Essure (ess205) was removed. At the time of the report, the fallopian tube perforation and dyspareunia outcome was unknown and the pelvic pain, teratoma, alopecia, bladder disorder and urinary tract disorder had not resolved. The reporter considered alopecia, bladder disorder, dyspareunia, fallopian tube perforation, pelvic pain, teratoma and urinary tract disorder to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6)2018: reporters added and updated patient demographics. Historical drug are added. Updated suspect drug indication. Added events bladder or urinary problems or changes, tumor / teratoma / cancer, pain, perforation (fallopian tube(s)), hair loss. Updated event. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube (s))'), pelvic pain ('chronic pelvic pain/ pain (pelvis)') and teratoma ('tumor/teratoma/cancer') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included pap smear. Previously administered products included for birth control: ortho tricyclon. Concurrent conditions included menorrhagia, uterine fibroids and menarche. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), alopecia ("hair loss"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes") and was found to have teratoma (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral ), oophorectomy (bilateral removal of ovaries)). Essure (ess205) was removed. At the time of the report, the fallopian tube perforation and dyspareunia outcome was unknown and the pelvic pain, teratoma, alopecia, bladder disorder and urinary tract disorder had not resolved. The reporter considered alopecia, bladder disorder, dyspareunia, fallopian tube perforation, pelvic pain, teratoma and urinary tract disorder to be related to essure (ess205). The reporter commented: per medical records (mr) on 21-nov-2010, pathologic diagnosis: left: ovary and fallopian tube salpingo- oophorectomy. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporters, concurrent conditions were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and alopecia ("hair loss"). The patient was treated with surgery (in (B)(6) 2009 underwent pelvic surgery). At the time of the report, the pelvic pain, dyspareunia and alopecia outcome was unknown. The reporter considered alopecia, dyspareunia and pelvic pain to be related to essure (ess205). Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.